Event description:
User reports the preclean needle is broken on the e170, and when she pulled the preclean bottle off the analyzer, the preclean reagent leaked onto the floor and into the walkway. User cleaned up the liquid and they are running the analyzer off the other preclean bottle. User said no one slipped or was injured and no discrepant or erroneous patient's results were generated.

Manufacturer narrative:
The field service representative determined the broken preclean needle to be the cause, and replaced preclean needle. He performed an initialization to verify analyzer performance.